Event description:
Triplet birth: PICC line placed at birth site hospital nicu on (B)(6) 2012 by nurse practitioner in usual manner. All appropriate pre and post op care performed. Baby transferred to tertiary facility on (B)(6) 2012. Nurse at that site was changing out IV fluid when the hub of the PICC line broke off. The inserted line was retrieved and the infant required another line to be inserted. No surgical intervention was required to remove broken line.

Event description:
Triplet birth: PICC line placed at birth site hospital nicu on (B)(6) 2012 by nurse practitioner in usual manner. All appropriate pre and post op care performed. Baby transferred to tertiary facility on (B)(6) 2012. Nurse at that site was changing out IV fluid when the hub of the PICC line broke off. The inserted line was retrieved and the infant required another line to be inserted. No surgical intervention was required to remove broken line.